Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01259.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to quadriplegia. Patient is alleging tilt and vena cava perforation. "I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it." Per report from CT (computed tomography) dated (B)(6) 2018: "positive for caval perforation. Superior extent of ivc filter mid l1 vertebral body. Inferior extent l2-l3 disc. A total of 4 prongs have perforated the ivg series 2 image 73. Maximum distance prongs perforated 6 mm series 2 image 73. Coronal images 2 degree tilt right to left series 80340 image 47. Sagittal images 2 degree tilt posterior anterior series 80341 image 71. Diameter of ivc directly above filter 24 mm x 14 mm series 2 image 54."